Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a pancreatic duct stent placement performed on (B)(6) 2021. During unpacking, outside the patient, the stent was found to be bent. Therefore, the usage was discontinued and the procedure was successfully completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The reported lot number, 26231489, did not provide a match in the system search; therefore, the lot expiration and device manufacture dates are unknown. Block e1 -initial reporter address: (B)(6). Block h6: medical device code a0406 captures the reportable event of pancreatic stent kinked. Block h10: the returned advanix pancreatic stent was analyzed, and a visual evaluation noted that the stent was kinked at the pigtail section. No other issues with the device were noted. The reported event was confirmed. It is most likely that handling and manipulation of the device during its use and advancing the device over the guide wire could have kinked the stent at pigtail section. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device was unable to be performed as lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event.

Manufacturer narrative:
The reported lot number, 26231489, did not provide a match in the system search; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a pancreatic duct stent placement performed on (B)(6) 2021. During unpacking, outside the patient, the stent was found to be bent. Therefore, the usage was discontinued and the procedure was successfully completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.